Manufacturer narrative:
Additional information was received on 29 jul, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of dizziness after each use, feeling of pressure in head and chest, nausea and increased risk of cancer related to CPAP device's sound abatement foam. The device was received at the service center and is pending the outcome of the investigation. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have mini carcinoma. The patient did receive medical treatment in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.